Event description:
It was reported that customer had a button error alarm on the insulin pump. Customer stated that none of the buttons were responding. Customer had just gotten home from the gym and suspended his pump. Customer tried to give herself a bolus but the numbers kept ramping up on its own. Customer's blood glucose level was 253 mg/dl. Customer stated that she has been high because of the button issue. Customer has been on manual injections since friday. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declines sending the pump back for analysis. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.